Event description:
It was reported that "the physician found the sheath was kinked so it failed to insert into patient. The issue was idneitfied during use but there was no reported patient harm or consequence. The patient was fine post the procedure.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. Signs of use in the form of biological material were observed on the sheath body. Visual analysis revealed that the sheath body was crimped/folded. The appearance of the damage to the sheath body is consistent with undue force applied on the sheath during use. The crimping on the body measured 22mm from the tabs. The sheath body length measured 4", which is within the specification limits of 3 7/8"- 4 1/8" per the sheath product drawing. The sheath outer diameter measured 0.0989" , which is within the specification limits of 0.093"-0.099" per the sheath extrusion product drawing. The sheath inner diameter at the proximal end measured 0.076", which equals the nominal value of 0.076" per the sheath extrusion product drawing. A lab inventory dilator was able to be removed and re-inserted through the sheath with little to no issue. Performed per IFU statement, "check peel-away sheath placement by holding sheath in place, twist dilator hub counterclockwise to release dilator hub from sheath hub, withdraw guidewire and dilator sufficiently to allow blood flow". Manufacturing was consulted as a part of this complaint investigation. They stated that user error possibly resulted in the damage observed. Additionally, the sheath is inspected 100% for this condition and is not stressed during assembly. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip". The IFU also states , "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding". The report of a damaged peel-away body was confirmed through complaint investigation. Visual analysis revealed that the sheath body was crimped/folded. Despite the damage, the sheath met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report, the sample received, and comments from manufacturing , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the physician found the sheath was kinked so it failed to insert into patient. The issue was identified during use but there was no reported patient harm or consequence. The patient was fine post the procedure.